Manufacturer narrative:
Additional narrative: product complaint # ==> (B)(4). Investigation summary ==> no devices were returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Head and liner change for an infected hip, (B)(6) health, (B)(6) 2018. Primary hip replacement (B)(6) 2018. Head and liner change on infected hip, no damage to implants noted. Jnj representative was present at the case. Patient initial (B)(6), aged (B)(6), dob: (B)(6).